Manufacturer narrative:
An investigation has ben initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that while impacting mju361t tibial impactor, the tip broke inside the implant's tibial keel. The surgeon tried to recover the broken piece inside the tibial keel, however, the part was not recovered. An x-ray was taken, but the part could not be accessed in the tibial keel. The physician did not encounter any difficulty during surgery due to the patient¿s physiology. There was no report of patient injury and no surgical delay.

Manufacturer narrative:
The tibial impactor was received for evaluation: DHR review: a review of the manufacturing records identified no issues or problems which could have caused or contributed to the failure mode alleged by this complaint. Failure analysis: visual examination of the returned part found that the tip of the impactor was broken off and missing. The broken tip was not included in the shipment. The failure was confirmed. The most likely root cause for the instrument damage is off-axis loading during impaction.

Event description:
N/a.